Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 5/99, the pt underwent a primary left l4-l5 spinal root decompression. In 5/99, the pt presented with recurrent back and left calf pain which was moderate in intensity. The event was possibly felt to be phlebitis. The pt was prescribed anti-inflammatory medications (celebrex, 200mg po qd, on the following day). The event resolved with treatment 7 days later. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness being treated" as a possible explanation for the event.